Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "surgimend applied after sarcoma. Infection after 30 days". "Symptom: hyperthermia, scar desunion, collection, leukocystosis. "Germ found: methicillin resistant staphylococcus aureus". "Patient has negative pressure dressing for healing. This has an impact of their life quality. Surgimend was applied on 16 april and patient is still alive."

Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.